Event description:
It was reported that pump battery was draining faster than expected. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined transfer to technical support for further troubleshooting and contacted pump sales to initiate new order, and no additional information was received regarding further actions or final outcome.